Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that following insertion of mesh, the patient experienced pain, erosion, extrusion, fistulae, recurrence and dyspareunia. It was reported that patient underwent excision of mesh, repair of vesicovaginal fistula transvaginally, kelly plication repair of cystocele, partial vaginectomy and cystoscopy with left urethral stent placement on (B)(6) 2012 due to mesh erosion.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.